Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the returned rotablator plus unit was returned for analysis. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit handshake connectors. An attempt was made to wire the plus unit using a control guidewire. Resistance was met in the annulus of the burr. The burr was microscopically examined; the burr was flared and misshapen. A scratch test was performed which confirmed the burr's cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Per the dfu, "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." The root cause of the reported complaint has been determined to be user error. (B)(4).

Event description:
Same case as 2134265-2010-04289. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 1.5mm rotalink plus unit was being speed tested prior to entering the body. During the speed test the floppy rotawire was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.